Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, recurrence, bleeding, and dyspareunia. It was reported that the patient underwent laparoscopic adhesiolysis and laparoscopic mesh & sling removal on (B)(6) 2014 due to vaginal and abdominal pain, dyspareunia, previous retropubic sling, urinary urgency & frequency and urinary obstructive problems. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 in order to treat menometrorrhagia, pelvic pain, symptomatic adenomyosis uteri, stress incontinence, and cystocele concurrently with a total hysterectomy. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 7/5/2019. (B)(4). Additional narrative: it was reported that following insertion the patient experienced adhesion, urinary incontinence, urinary retention and fibroids.